Event description:
It was reported to boston scientific corporation that a hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6), 2010 (patient ID, age, and weight are unknown). According to the complainant, the patient was predilated to 7mm prior to the procedure. Both a tenaculum stabilizer and a speculum were used in the procedure, however a 10cc fluid loss alarm was generated 7 minutes into the ablation cycle at a rate of 2 cc/min. The physician did not visualize any fluid at the cervix and therefore attributed the alarm to distension of the uterine cavity. The procedure was resumed and the ablation cycle was successfully completed. After the procedure, the physician detected a small burn on the upper cervix, at the 1 o'clock position. The size and degree of the burn was unknown. The burn was cooled with ice, and no other treatment was administered. The physician attributed the burn to "the sheath pressing against the upper vagina at a steep angle." It was also noted that the patient had 2 uteruses and 2 cervix. There were no further complications, and the patient was reported to be "doing well." An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.